Event description:
Same case as: 2134265-2008-04613, 2134265-2008-04615, 2134265-2008-04616. Same pt as: 2939204-2008-00672, 2134265-2008-04612. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician was using an ivus catheter in the lad. The physician put the ivus down and when he retrieved it, the vessel was dissected from the left main (lm) all the way down. The physician thinks the wiseguide guide catheter may have deep seated in the lm and caused the dissection. The procedure was completed using four unk size taxus express2 drug eluting stents. Post the initial intervention, the patient returned with a thrombosis in the most proximal stent. Patient was sent to bypass. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.